Manufacturer narrative:
On 29 february 2016 it was prepared a final report with the information already submitted in the intial report.on 29 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(4) 2015 the r&d manager performed a preliminary investigation and clarified that the breakage of the tip may be caused by an incorrect drilling direction; in this situation the tip of the drill bit could be forced and bended against the drilling guide hole. A second cause could be that the tip of drill bit was already damaged or a bit bended before the use causing a bit interference with the drilling guide and subsequent breakage. We can exclude that the cause of the breakage is due to the drilling guide for the fact that the surgery was successfully completed using a new drill bit. Batch review performed on 21 december 2015: lot. 1316038: 33 items manufactured and released on 28 may 2014. No anomalies found related to the problem. No similar event reported for the same lot.

Event description:
During a knee surgery the drill for patella pegs broke. The broken piece was removed from the patient. The surgeon had another drill bit available to complete the surgery successfully. The instrument will not be returned - the hospital disposed of it. An image of the instrument will be attached. There are no x-rays related to this complaint.